Event description:
It was reported that, during a cori assisted tka surgery, they received an error message after the neutral extension collection saying they had collected the tibia knee center proximal to the femur knee center. After hitting continue the system brought them back to the ankle center collection. Once they got to neutral extension the same thing happened. They did a full reboot by shutting down the machine, unplugging everything and starting over and the exact same thing happened again. They opened a new real intelligence robotic drill and tried readjusting the arrays but the same thing happened again. After a final attempt, the surgeon collected the tibia knee center more posteriorly than he believed the knee center to be and finally they were able to move forward. The patient had previously had multi ligament injuries and the surgeon attributed the error message to the subluxation of the femur. Once they got to the cut screen the drill had a disconnect message prompting them to recalibrate the handpiece. After recalibrating, they were able to finish the case. The procedure was completed with a significant delay. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6) used in treatment was returned for evaluation. A functional evaluation on the real intelligence robotic drill was conducted. The drill was used successfully throughout the case, however it was taken through the robotics drill diagnostics kpc test multiple times and failed the random exposure test each time. The drill current is a parameter that the random exposure test measures. It was found that the drill¿s measured current (103 ma) was below the minimum threshold of 300 ma. It was also found that the drill motor¿s voltage was 11 volts, as opposed to the 18 volts a known good drill motor has. The log files were not provided for review, however the reported error can be confirmed as the error is most likely a result of the low drill current identified in the drill diagnostics testing. Another possible contributing factor could be the drill having an intermittent connection or homing issue, seeing as the user was able to recalibrate the handpiece and finish the case. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a cori assisted tka surgery, they received an error message after the neutral extension collection saying they had collected the tibia knee center proximal to the femur knee center. After hitting continue the system brought them back to the ankle center collection. Once they got to neutral extension the same thing happened. They did a full reboot by shutting down the machine, unplugging everything and starting over and the exact same thing happened again. They opened a new real intelligence robotic drill and tried readjusting the arrays but the same thing happened again. After a final attempt, the surgeon collected the tibia knee center more posteriorly than he believed the knee center to be and finally they were able to move forward. The patient had previously had multi ligament injuries and the surgeon attributed the error message to the subluxation of the femur. Once they got to the cut screen the drill had a disconnect message prompting them to recalibrate the handpiece. After recalibrating, they were able to finish the case. The procedure was completed with a significant delay. The patient was not harmed beyond the reported problem. Investigation of the real intelligence robotic drill found that the robotics drill diagnostics kpc test failed the random exposure test several times. It was found that the drill¿s measured current (103 ma) was below the minimum threshold of 300 ma. It was also found that the drill motor¿s voltage was 11 volts, as opposed to the 18 volts a known good drill motor has.

Manufacturer narrative:
The real intelligence robotic drill, part number rob10013, serial number (B)(6) used in treatment was returned for evaluation. A functional evaluation on the real intelligence robotic drill was conducted. The drill was used successfully throughout the case, however it was taken through the robotics drill diagnostics kpc test multiple times and failed the random exposure test each time. The drill current is a parameter that the random exposure test measures. It was found that the drill¿s measured current (103 ma) was below the minimum threshold of 300 ma. It was also found that the drill motor¿s voltage was 11 volts, as opposed to the 18 volts a known good drill motor has. The log files were not provided for review, however the reported error can be confirmed as the error is most likely a result of the low drill current identified in the drill diagnostics testing. Another possible contributing factor could be a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review found similar reports. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.